Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, as the physician was removing the device from the patient, the scrub nurse noticed that the stent was dislodged from the balloon after it was out from the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent revealed damage. Struts from the mid to distal section were stretched in a distal direction with some struts extending over the distal tip of the device. The proximal end of the stent was undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the target lesion was 90% stenosed and was located in the mildly tortuous and moderately calcified left anterior descending artery. As the device was advanced, resistance was encountered and the device failed to cross the lesion; hence, the device was removed.